Event description:
It was reported that a customer received sensor errors with three sensors. The customer's blood glucose was 83 mg/dl. Troubleshooting was performed. It was further reported that two sensors were removed due to a sensor error and one was bent and had the appearance of a split. It was found the customer had located a proper insertion site and inserted the sensor correctly. No further information provided.

Manufacturer narrative:
Two opened and or used enlite sensors were tested and they passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.